Manufacturer narrative:
Technician informed to check the CPR valve and the head down valve. Repair not confirmed.

Event description:
Complaint alleged that the head was drifting down. No injury alleged.